Event description:
During a da vinci assisted total benign hysterectomy surgical procedure, the fenestrated bipolar forceps had a wire exposed in the jaw. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have damage to the conductor wires insulation.